Event description:
A falsely depressed salicylate result was obtained on a patient sample. The result was reported to the physician who questioned the result. The same sample was re-run on an alternate instrument and an elevated result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed salicylate result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed salicylate result was sample integrity. The IFU for dimension salicylate flex reagent cartridges contains the following information: "follow the instructions with your specimen collection device for use and processing." And "specimens should be free of particulate matter." No further evaluation of the device is required.